Event description:
The user was driving on a northbound street. A street sweeper was in the northbound lane driving in reverse going south. The driver of the street sweeper did not see the scooter and hit the rider causing her death. Police are investigating why the sweeper driver was backing up going the wrong way on the street.